Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3 non-vented high-volume inlets had ¿white solution in the spike¿. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual samples were not available; however, two photographs of the samples were provided for evaluation. A visual inspection was performed to the photographs which observed a thin coat of silicone film in the area between the inlet spike and the spike cap. This is normally applied during the manufacturing process. It was not known if both photo samples were of the same device. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.